Event description:
Md performing a bladder biopsy case. The uro-sliding bed would not slide at all causing the c-arm not to focus to the kidney for the retrograde part of the case. Manufacturer was notifed. Tape was found under the table near where the table sliding device is. Tape removed and was functioning. Hospital clinical engineering was notified. When clinical engineering evaluated the table, they were able to make the table move; however, not to full extension. Table to clinical engineering for testing. In clinical engineering the table operated properly with or without weight on the table and also with three techs sitting on the table. When skytron evaluated the table, it worked fine for them as well. Skytron had planned to bring a more experienced rep to check the device once again per the director of clinical engineering.